Manufacturer narrative:
(B)(4). Date sent: 11/2/2021. H6: component code =g07. Additional information: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Batch #: u5am2a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric-by-pass used echelon stapler and few reloads. A new echelon ( lot v94063) and 3 white reloads were used to transect the esophagus. Then a green reload (lot 199a39) was inserted into echelon (lot v94063) for transection of the stomach. The first green reload fired well (cut the stomach and formatted staple line), after that a second green reload (lot 199a39) was used. But this reload have not formatted staple line but have cut the stomach. The fabrics and staples were gathered in a ball. Then the surgeon took other echelon (re-sterilized) (lot u5am2a) and used it with green reload ( lot 199a39). This time this reload also have not formatted staple line but have cut the stomach. Surgeon took a gold reload with echelon (re-sterilized) (lot u5am2a), which fired well (cut the stomach and formatted staple line). And finished the procedure but as a consequences the bigger part of stomach was resected from what it should be resected by surgical plan and technique. From the beginning echelon stapler worked properly with 3 white reloads, the 1 more green was ok and starts from next green was failed. First failure occurred on stomach¿ fundus. Second as well on fundus. Finally with gold reloads surgeon was able to create anastomosis and saved patient from the risk of gastrectomy. There was a slight change in the surgical plan. Surgery was delayed by 30 minutes. Procedure was successfully completed.